Manufacturer narrative:
Consumer reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved, osseointegration was also achieved.

Event description:
Consumer reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved, osseointegration was also achieved.